Manufacturer narrative:
The hill-rom technician found there was no cable connected to the sidecom board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician connected a cable to the sidecom board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work (would not call to the nurse' station). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).